Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed from the arterial header of the dialyzer. Estimated blood loss was 10cc's. Patient had no adverse effects and required no medical intervention. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.